Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that she went to the hospital because her blood glucose had reached 435 mg/dl. She was treated with fluids at the hospital to hydrate her. The pod was worn for less than an hour.